Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that the unit would not perform autofill as the helix nut on the pim was loose, thereby causing issue with the catheter and pim connection. The fse resolved the issue by replacing the pim and tested the unit confirming no issue with the unit performing autofill. Test and checked device per manufacture specs, device passed all manifolds test with no issues. Device is functional and returned to service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a post-use routine leak check, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.